Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Remains implanted.

Event description:
It was reported that during a distal bicep tendon repair on (B)(6) 2016, the suture broke after the suture was completely closed and the arm was extended. The tendon pulled out of the trough; however the surgeon was able to complete the procedure using the same suture system, as the toggle was still secure. This resulted in a delay of approximately 30 minutes.